Event description:
It was reported that after scanning a freestyle libre 3+ sensor with the ilet app, the pump did not display a warmup timer, and after guided rescanning, the pump showed a warmup time and functioned as expected. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention. Customer service provided troubleshooting and user education. Investigation of this case revealed that the initial sensor-pump pairing did not complete until the sensor was rescanned, after which the warmup timer appeared, indicating normal operation following successful pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error during initial pairing.